Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the displacement test insulin was failed. It was also reported that the insulin pump had no delivery alarm. Customer was advised to manually push plunger to see if insulin exits the tubing and insulin exited the tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.